Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a stroke. After a pulsed field ablation (pfa) procedure the patient woke up and a possible stroke was noted. It was confirmed via magnetic resonance imaging (MRI) that it was a thrombotic stroke. A clot was ruled out before the procedure using transesophageal echocardiogram (tee). The patient was treated with lysis and seems to be fully recovered from the event. No air was observed in imaging.